Event description:
It was reported that the right ventricular (rv) lead had an abrupt increase in bipolar impedance and pacing threshold. It was noted that lead fracture is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.